Event description:
Additional information was received indicating that the noise resulted in oversensing. Lead damage was suspected but not confirmed. The noise was unable to be reproduced in the clinic.

Event description:
During a follow-up, episodes of noise were observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.